Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the generator did not halt ablation when expected. An intellanav oi ablation catheter and an unknown generator were selected for use during an ablation procedure. A temperature sensor fault occurred; during the procedure the temperature sensor recorded a temperature above 50 degrees celsius but the generator did not stop ablation, the operator had to halt ablation. The generator had been operating in power mode and no error messages appeared. It was noted there had not been a loss of temperature monitoring from the catheter. The case was finished without changing the catheter. There were no patient complications.

Manufacturer narrative:
Bsc ID (B)(4).

Event description:
It was further reported that the generator being used was not a boston scientific generator.